Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine interrogation that the patient's right ventricular (rv) lead showed high pacing thresholds. It was indicated that this condition has been in place chronically but the time of onset was unable to be determined. The patient is paced in the ventricle at less than one percent and the patient's physician made no changes and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.